Event description:
It was reported that the atrial and ventricular lead were oversensing. Both leads were capped and replaced. The patient is participating in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.